Event description:
After undergoing an external shock, it was reported that the subject device was mute: no pacing, inefficient and random spikes. It should be noted that the patient is not pacemaker dependant. Investigations are required.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
After undergoing an external shock, it was reported that the subject device was mute: no pacing, inefficient and random spikes. It should be noted that the patient is no pacemaker dependant. Investigations are required.

Manufacturer narrative:
Preliminary analysis of the subject device revealed a corruption on the serial number of the subject device and confirmed the reported absence of pacing. These damages are typical of the damages provoked by an external shock as it was reported.

Event description:
After undergoing an external shock, it was reported that the subject device was mute: no pacing, inefficient and random spikes. It should be noted that the patient is no pacemaker dependant. Investigations are required.